Manufacturer narrative:
.

Manufacturer narrative:
The patient called to advise us that he was part of a clinical study whereby he had two precise stents implanted. The first stent was implanted (B)(6) 2009 on the left side and second stent implanted on (B)(6) 2009 on the right side (the patient did not specify the vessel but we assume it was the carotid artery). Every 6 months, he receives a doppler ultrasound and the latest test revealed a blockage. On (B)(6) 2011, he had angioplasty to determine what is blocking the right stent. The physician stated it was scar tissue due to previous radiation and on (B)(6) 2011; the physician performed a pta to the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13327605 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, pharmacological and lesion.

Event description:
Patient called to advise us he was part of clinical study. Two stents were implanted. First stent implanted (B)(6), 2009 on the left side and second stent implanted on (B)(6), 2009 on the right side. Every 6 months he receives a doppler test. The latest test revealed a blockage. August 3rd he had angioplasty. He has another doctor's appoint (B)(6), 2011.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2011-00694. Additional information will be submitted within 30 days of receipt.

Event description:
Additional information received (B)(4) 2011: on (B)(6) 2011, the patient had an angioplasty to see what is blocking the right stent. The physician stated it was scar tissue due to previous radiation. On (B)(6) 2011, the physician ballooned the stent.